Event description:
The patient presented to the ER with a fever, spasticity, tachycardia and clear distress/discomfort that had been occurring for 2-3 days. The mother also heard a pump alarm. The pump was interrogated and found to be stalled; a tube set message was also recorded in the logs. They ruled out an MRI or any other type of magnetic field as a cause. The pump was replaced; there was easy aspiration of the catheter intraoperatively. There was reported to be no patient injury. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.